Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic was found in the barrel of the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer (animal clinic) reported about a plastic piece found in the barrel.".

Manufacturer narrative:
H6: investigation summary customer returned (1) loose 1/2cc, 8mm, 30g syringe with the shelf carton from lot # 1214748. Customer states that a plastic piece was found in the barrel. The returned syringe was examined and exhibited a hard piece of plastic in the barrel. A review of the device history record was completed for batch# 1214748. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that plastic was found in the barrel of the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer (animal clinic) reported about a plastic piece found in the barrel."